Event description:
This device is at eri indication and was replaced. There were no adverse patient events reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device was returned and analyzed. The device memory demonstrated a normal device function while the device was implanted and in service. The bench test of the ICD revealed that all therapy functions were available. The programmed parameters were inspected. High left ventricular pacing outputs of 5 v and 1.5 ms were programmed. This represents a high current program, which results in a faster discharge of the battery. In conclusion, the device was fully functional. There was no indication of a device malfunction. Analysis of the device revealed a normal battery depletion. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.